Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The device was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the prime rewind process. He stated he changed the battery but could not resolve the issue. The customer stated he dropped the device on the bathroom floor the day prior. The drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.